Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/22/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products: pentaray catheter (catalog # unknown,lot # unknown); preface 8 french sheath (catalog # unknown, lot # unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablation was complete, cardioversion was performed. Patient became hypotensive and a pericardial effusion was detected via intracardiac echocardiography (ice). The thermocool® smart touch¿ bi-directional navigation catheter and sheath (unspecified) were removed from the left atrium and a pericardiocentesis was performed, yielding 700 ml. Patient was stabilized and was awaiting transfer to the intensive care unit (ICU) at the time of complaint report. Patient required extended hospitalization as a result of the adverse event for observation. Patient outcome is improved. Patient factors cited that may have contributed to the adverse event include obesity. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified product and a preface 8 french sheath. Generator was set on power control mode at 20-30 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during the procedure. Irrigated catheter flow was set on standard thermocool settings (unspecified). Patient received anticoagulant during the procedure with activated clotting time (act) target of 300 seconds. There is no information regarding spi value. The thermocool® smart touch¿ bi-directional navigation catheter was in close proximity to the pentaray catheter. The thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Product evaluation details: the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. Finally, deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Correction: please note correction to product received statement provided in additional MFR narrative of the initial 3500a report. Correcting statement from, "the bwi failure analysis lab received the device for evaluation on 2/22/2018." To "the bwi failure analysis lab received the device for evaluation on 6/11/2018." (B)(4).